Manufacturer narrative:
According to the case information, the sensor was difficult to grasp and remove. After removal, it was observed that the end cap of the sensor was missing. The reported event was confirmed via visual inspection of the returned sensor where it was found that the end cap was separated from the rest of the sensor. The root cause of fracture of sensor during removal is potentially excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The end cap of the sensor probably remained inside the arm. The sensor has undergone bio compatibility testing and meets the requirements of being a permanent implant, therefore it should not cause an bio compatibility concern if left inside the patient, although arrangements should be made to have it removed. The incident does not require any further investigation. B4. Date of this report 05 september 2024. D9 device available for evaluation? Yes on 09/03/2024. G3. Date received by the manufacturer? 05 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4310,4311.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On july 25, 2024, senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024. According to hcp, the sensor was difficult to grasp and while removing, it was observed that the end cap of the sensor was missing.